Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose increased to 600 mg/dl with an unspecified level of ketones. As a result, customer went to the emergency room and was subsequently hospitalized in intensive care on (B)(6) 2026. The customer was treated with intravenous fluids of saline and insulin, and was released from hospital on (B)(6) 2026 with no injury or permanent damage identified. Customer resolved issue by changing infusion set and cartridge, resuming insulin.